Event description:
The customer reported a system failure message after a battery replacement. No patient involvement or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.